Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured september 22-23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom and top sealing areas. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. The reported issue was not identified by the visual inspection of the returned sample, as there was no leakage of tpn solution into the outer pouch of the sample. Functional testing was performed on the returned sample, and no leaks were identified from the administration spike port bonding area on the samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.